Event description:
It was reported that during an anterior resection procedure, the first three firings were successful, but during the fourth firing, the echelon failed to fire completely and locked shut. The jaws were forced open by the surgeon to remove the device from the tissue. The first two firings were with white reloads, and the hemostasis was not optimal. The third firing was with a gold reload, and hemostasis was satisfactory. The fourth firing which failed was with a gold reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: "how much blood loss? Unknown. What was the adverse event that happened to the patient? Distal line of transection. Was further distal than initially required. How was the bleeding controlled? Unknown. On what tissue type was the device used? At what location on the tissue? Inferior. Mesenteric artery (white reloads) & descending colon (gold reloads). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1&2 with white reloads and less than ideal results, 3 firing was good, 4th was the main point of failure. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? As above. What other color cartridges were used before and after this event? As above. Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? On the first 3 firings: yes, on the 4th firing: no. Was there any difficulty removing the device from the tissue? Yes on 4th firing only the device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood loss? What was the adverse event that happened to the patient? How was the bleeding controlled? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?